Event description:
It was reported that the control panel in arctic sun device was not booting up. Provided part number and price for replacement panel. Per additional information received via follow-up on 24jan2023, there was no patient involvement reported. Biomed will order the control panel and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed control panel. Provided part number and price for replacement panel. Per additional information received, there was no patient involvement reported. Biomed will order the control panel and replace it onsite. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the control panel in arctic sun device was not booting up. Provided part number and price for replacement panel. Per additional information received via follow-up on 24jan2023, there was no patient involvement reported. Biomed will order the control panel and replace it onsite.